Event description:
It was reported by service report that the foot end is bent down and not able to latch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lower foot section.